Event description:
It was reported the patient had fallen in 2011 and one of their leads broke, this fall took place with previous device. The first implant was on the patient's side by their hip. It was also noted the patient's first device worked "good."

Manufacturer narrative:
Product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer; patient product ID 389033, lot # j0349018v, implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type lead. (B)(4).